Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 between 11am and noon for diabetic ketoacidosis with a high blood glucose level of 427 mg/dl. The customer stated that they received a no-delivery alarm from the insulin pump which caused the high blood glucose levels. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The issue was resolved with a set change. No further information was provided.